Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support regarding an ongoing issue and was experiencing a low blood glucose level at the time of the call. Guidance was provided on low blood glucose management, including review of the low blood glucose protocol and the importance of avoiding overtreatment. The patient reported being in a pattern of overtreating low blood glucose events by consuming full meals rather than fast-acting carbohydrates, which contributed to fluctuations in glucose levels. During the event, blood glucose levels were affected, with the lowest reported value being 73 mg/dl, and levels did not fall below 70 mg/dl. The device provided low blood glucose alerts. The patient reported consuming a meal to address the low blood glucose. No professional medical intervention or outside assistance was required, and the patient did not experience any immediate health effects or symptoms during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.